Event description:
It was reported that the hcp (healthcare personnel) pulled the "leads loose" away from their abbott pudendal nerve stimulator, which the patient stated was intended to treat "mainly the butt hole". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).